Manufacturer narrative:
(B)(4). The valve was patent, passed siphon testing and met all established specifications for pressure-flow and preimplantation testing. The device did not meet the requirements for leak testing due to a tear in the top of the delta chamber. This precluded reflux testing. It is unk how or when the damage occurred. The instructions for use that accompanies the device cautions that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records was not possible as no lot number was provided. No pt impact was reported. All of our valves are 100% tested at the time of manufacture.

Event description:
Leakage from the valve.